Manufacturer narrative:
A visual evaluation found that the heat shrink that covers the center connector was burred. The cause of the malfunction is undetermined. A review of the device history record revealed no anomalies.

Event description:
It was reported to boston scientific corporation in 2006, that a 20 fr safety peg kit push method was used in a procedure on the same day, (patient age, gender and weight are unknown). According to the complainant, a projection was found on the catheter tube. This projection was noticed when the physician felt resistance while forcefully pulling the device through the fistulous opening. The direction of the projection was toward the movement. The projection was approximately 3-4 mm in size. The patient experienced much bleeding, however the bolster was used to successfully stop the bleeding by applying pressure to the site of the bleed. The patient's condition was reported to be fine.